Event description:
A clearlink continu-flo solution set was returned for evaluation along with a set for a different reported condition. During sample evaluation, it was observed that the distal male luer did not meet the product specifications. The luer was too small when tested using the iso gauge perimeters. It is unknown if the set was used with a patient. There was no patient involvement, injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: twelve samples were returned for evaluation. Eleven of the twelve samples failed iso gauge testing and were confirmed to not meet iso gauge specifications. Additionally, all twelve samples were pressure tested with and without being mated to the max plus lad. Eight of the samples leaked when pressure tested while being connected to the max plus lad. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA.